Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip on his left side on or about (B)(6) 2008. Patient experienced popping, discomfort, pain, and soreness, which in turn negatively affected patient's ability to walk, move, sit, or sleep. Blood tests show excessive levels of cobalt and chromium in his blood. Patient has not yet scheduled an explantation of the asr hip implant. Update 07/01/2011 - plaintiff's preliminary disclosure (ppd) form with implant sticker sheet received which identified patient's date of birth and part/lot information. Updated products, follow-up emdrs filed and ppd attached to file. There is no new information that would change the outcome of the investigation. Update 8/23/2016 - sales rep reported patient was revised due tp pain and elevated cobalt levels. Sleeve and stem were added to the complaint.